Event description:
(B) (4). It was reported by the hospital biomedical engineering department that they had received a set of internal paddle handles where the red rubber shock button membrane had a large tear in it. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not available for evaluation. Photographs of the internal paddle handles were provided. The customer reported using the following cleaning and sterilization process: (B) (4). Based on the photographs provided, the internal paddle discharge button covers do not exhibit the typical damage (a split in the rubber cover) associated with excess exposure time during the steam sterilization process. The steam sterilization process reported by the customer is consistent with the latest sterilization requirements published by physio-control. The root cause of the reported problem was not determined.